Manufacturer narrative:
This report is being provided to provide the results of the device evaluation. The subject device was returned, evaluated, and the user's report was confirmed. The hypotube was found detached from the needle sheath. There was evidence of damage on the inner plastic sheath on the needle side at the hypotube attachment point. Additionally, it was noted that the needle tip fully extends when the slider is manipulated. Should additional information be made available, a supplemental report will be provided.

Event description:
It was reported that the sheath of the aspiration needle fell off and was noticed in the specimen container, but could have easily slipped into the bronchus. The issue occurred during an therapeutic endobronchial ultrasound procedure complete by using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.